Manufacturer narrative:
D10: 300-01-12 - equinoxe humeral stem primary press fit 12mm: (B)(6). 320-36-00 - 145-deg pe 36mm hum liner +0: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 320-31-36 - glenosphere, 36mm: (B)(6). 320-35-01 - small glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 315-35-00 - glnd kwire: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6). 321-52-07 - 3.2mm drill bit sterile: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right reverse total shoulder arthroplasty. Subsequently, the patient experienced suboptimal range of motion due to poor deltoid function and a deltoid avulsion approximately 2 years after initial implantation. As a result, the patient was given medication and will follow-up in a year. No further patient impact reported. No further information available.